Event description:
Allegedly, the counterweight cable broke causing the image intensifier carriage of the table to fall on the pt chest. The pt was examined and EKG, chest x-ray, CT scan and abdominal ultrasound were all negative. Minor bruising was the only reported injury.